Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 105 which was not reproduced. System error 105 was confirmed through a review of the event history log and found a screw from the front case lodged between the motor gears. The screw was removed and the motor, cam shaft, valves and fingers were replaced.

Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no patient injury.